Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine and bupivacaine (unknown concentration and doses) via an implantable pump. It was reported that the hcp found crystallization when drugs were aspirated from the pump reservoir. The reservoir was rinsed and the pump was refilled. The patient was going to come back the next week. The manufacturer representative reported this information to technical services and requested feedback. Technical services reviewed the following: ¿the patient still had proper therapy. Crystallization has been observed, especially in the use of drug admixtures (considered off-l abel) and mostly in the catheter. I would not suspect that the pump is the cause of the crystallization but rather an interaction between the two drugs. I would recommend to discuss this with the hospital pharmacy whether they experienced with this. Furthermore, there is a filter between the pump reservoir and the inner tubing and therefore it¿s unlikely that any crystallization would leave the reservoir.¿ additional information received indicated that the date of the last refill was (B)(6) 2019. It was noted that the patient was stable and "read pirate on thursday was clear (same drugs)" and the patient was coming back in 2 weeks. Additional information was received in response to a request for follow-up. It was reported that the pump was delivering hydromorphone 3 mg/ml at a dose of 1.0704 mg/day and bupivacaine 15 mg/ml at a dose of 5.352 mg/day when the crystallization was observed. The pump was last refilled on (B)(6) 2019 prior to the refill on (B)(6) 2019 when the crystallization was observed. Additional information was received in response to a request for follow-up. It was reported that no further crystallisation was observed at subsequent refills. The patient was monitored carefully, and no further action was taken. Additional information was received. The patient was brought back in on (B)(6) 2019 to ensure pump delivery. The patient was well, in light of the same substance aspirated as before. The expected volume was 33.7 ml and the aspirated volume was 33 ml. On (B)(6) 2020, the expected volume was 7.6 ml and the aspirated volume was 10 ml. On (B)(6) 2020, the hcp indicated they observed a milky aspirate, stating they understood it was from outside a pump. They indicated they had seen this before in the same patient at refill. Further information indicated when the pump was being removed for replacement on (B)(6) 2020, a milky white fluid surrounded the entire pump. There was also the same milky aspirate drawn from the pump. When it touched gloves it turned powdery. The hospital was sending the sample of aspirate off for testing. There were no known contributing factors. The patient status was alive - no injury; surgical intervention did not occur nor was planned. The issue, however, was considered not resolved. Further complications were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. There were no known sources of leakage identified during the replacement.